Event description:
It was reported to philips that monitor cover fell off. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor cover cable falls off. The fse reinstalled the monitor cover. After reinstallation of the monitor cover, the system was returned to use in good working order. The codes were updated based on the investigation outcome.